Manufacturer narrative:
Analysis was performed on the returned device. The reported jam with the thumb advancer was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The patient calcification would not have contributed to the reported mechanical jam with the thumb advancer. The reported difficulty appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, it was not easy to puncture the vessel and to insert the 6f sheath. During an angiogram, a small kink of the sheath visible. The procedure sheath was changed to the exchange sheath of the starclose se with no problem. The starclose se device was inserted and the plunger was fully depressed without issue; however, the thumb advancer failed to advance as it stopped 1.5cm from the window. The thumb advancer was pulled back and the safety release was used to close the locator wings. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.